Manufacturer narrative:
The patient suffered subarachnoid hemorrhage (sah) on (B)(6) 2019 which is in this report and is captured under MFR #2916596-2019-03137. Manufacturer's investigation: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Describe event or problem: the patient was previously admitted for driveline infection on (B)(6) 2018 which is captured under MFR #2916596-2018-05460. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 years 2 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for subarachnoid hemorrhage (sah) and (B)(6) bacteremia as well as driveline infection. On (B)(6) 2019, the patient underwent debridement and driveline relocation transplant was consulted with infectious disease (ID). The patient was discontinued doxycycline due to given breakthrough of (B)(6). The patient remained persistently bacteremic despite IV vancomycin treatment. Intraoperative transesophageal echocardiography (tee) was unremarkable for vegetation, but the clinical team is unsure of the result due to unclear windows. (B)(6) and ciprofloxacin was added to the treatment. The clinical team considered removing existing hardware due to persisting bactermia. Cultures cleared on (B)(6) 2019.